Event description:
The customer contacted stryker to report that their device would intermittently detect a patient connection through its defibrillation electrodes. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the therapy connector to resolve the reported issue. The device passed all functional inspection and testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device would intermittently detect a patient connection through its defibrillation electrodes. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no harm to the patient as a result of the reported event.